Event description:
The patient had a #8 shiley trach cuff in place that was placed on day one (1) at another hospital in an open tracheostomy procedure. She was transferred to our hospital's high intensity care unit on 16th day and arrived in respiratory distress and was placed on the ventilator and remained on full vent support with ac. On 20th day, the provider noted that the patient had desaturated ¿several times¿ during the night. The trach was found to be leaking at the distal part, after dressing change by wound team. Aquacel and duoderm applied to large distal trach opening, with no further o2 leakage noted. The attending provider ordered the patient transferred to our sister concerns hospital's ed for further evaluation of the trach. General surgery was consulted in the ed and documented the following: ¿there is a #8 shiley cuffed trach in place. The balloon does not appear to stay inflated when instilling 10cc of air. Patient has a #8 shiley in place that was placed back on day one at another hospital. Surgery was consulted for evaluation and recommendations. On exam, it was noted that the shiley cuff would not stay inflated, suggestive of a defect in the balloon. #8 shiley was exchanged for a new one with respiratory therapist (rt) at bedside. Good tidal volume upon exchange and continues to saturate at 100%. Cuff leak resolved." The patient returned to our hospital from the ed. The removed trach was not sequestered, and the manufacturer device identification is not available. The device caused the patient to have desaturations of her o2 overnight and required transportation to the ed with a general surgical consult that resulted in replacement of the trach tube.